Event description:
A few hrs after opening and using a new bottle of contact lenses solution purchased packaged under a store name, but reportedly manufactured by alcon, I suffered severe irritation to both eyes resulting in what my ophthalmologist stated appeared to be a severe chemical burn to both corneas. I was sent to hosp for treatment due to the severity of the condition. I was completely blinded from this event for two weeks and I remained disabled and out of work for two and a half weeks. My vision has returned as I remain under my doctors care. The contact lens solution is packaged as "shoprite sterile multi-purpose solution." The store was advised of the event yet the product and same lot # was found to be still on their shelves a week after our notice to them. The container of the suspected solution is marked as lot # 91196f.